Event description:
It was reported that during a lap gastric bypass, the buttons on the right side do not work. The buttons on the left does work. Case completed with same device. Dr. Had to use his thumb instead of his forefinger. No pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.